Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had triggered threshold suspend after calibration. Sensor alarmed a calibration error alarm. Customer's sensor glucose was 60 mg/dl. Customer's blood glucose was unknown. Customer's sensor glucose at time of call was 85 mg/dl, blood glucose was 107 mg/dl. After troubleshooting, customer was advised that the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.